Event description:
The complainant alleged that during a biomeds routine testing of the device, a fault 78 message was displayed on the screen. The complainant indicated there was no pt involvement with this reported malfunction.